Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro heat source would not turn off. The kit was discarded. A new one was opened and he did not have any additional problems with the new kit for the duration of the procedure. The hospital did not report any patient effects. Date of event is unknown.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25131962, 25130911, 25130594 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro heat source would not turn off. The kit was discarded. A new one was opened and he did not have any additional problems with the new kit for the duration of the procedure. The hospital did not report any patient effects. Date of event is unknown.